Event description:
New information received notes the right ventricular lead was capped (B)(6) 2021 and replaced due to noise and low impedance. The patient was stable.

Event description:
It was reported that noise with non sustained right ventricular oversensing was observed on the right ventricular (rv) lead. The noise was too large to program around. A right ventricular (rv) lead revision was discussed. High voltage therapy was programmed off. The patient was stable and experienced no issues.